Event description:
It was reported that the patient underwent a gynecological procedure on (B)(6) 2008 and a mesh was implanted. The patient experienced pain, erosion of her internal bodily tissue and other injuries following the procedure. The patient has undergone multiple surgeries and revisionary procedures. No additional information was provided.

Manufacturer narrative:
(B)(4). Conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.

Manufacturer narrative:
(B)(4). It was reported that the patient underwent a gynecological procedure in order to treat genital prolapse and mesh was implanted along with the concurrent procedure of a hysterectomy. It was reported that following insertion of the mesh the patient experienced pain, erosion, extrusion, bleeding, infection, urinary problems. It was reported that on (B)(6) 2008 the patient underwent excision due to mesh extrusion, and on (B)(6) 2010 and (B)(6) 2012 the patient underwent removal of exposed mesh. (B)(4). In addition, a review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.

Manufacturer narrative:
(B)(4). It was reported that following insertion the patient experienced urinary tract infection.

Event description:
It was reported that following insertion the patient experienced urinary tract infection.

Manufacturer narrative:
(B)(4). It was reported that following insertion the patient experienced urgency, urinary frequency, urge incontinence, and voiding dysfunction.

Event description:
It was reported that following insertion the patient experienced urgency, urinary frequency, urge incontinence, and voiding dysfunction.

Manufacturer narrative:
Patient codes: (B)(4) ¿ vaginal discharge, (B)(4) - vaginal itching additional narrative: it was reported that following insertion the patient experienced vaginal discharge and vaginal itching.